Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant¿s experience bead detachment as the bead and clamp were separated. Applied medical has reviewed the details surrounding the event and related products and is unable to determine the cause of the reported event based on the evaluation of the returned unit. Applied medical has performed a historical trend analysis and review of production records and no relevant documentation was identified.

Event description:
Procedure performed: lap chole. Event description: bag separated and bead split open. One side and the metal ring stayed in the device. The bottom part of the bead fell into the patient. The bead was removed, and the device is available for return. Additional information provided by [name] on 24oct2024 via email: yes, the bead was removed from the patient. Patient status is stable. Lap chole was the procedure being performed. A grasper was being used to put the gallbladder into the bag. The guide bead was not pulled on with an instrument. Additional information provided by [name] on 20nov2024 via email: the tube and actuator were broken after to account for all items. Yes, another unit was opened. And it was confirmed that no items were left in the patient. The bag in the picture is not the defective item. The beads in the picture that are separate are part of the defective item. Intervention: the bead was removed. Patient status: patient is fine.

Event description:
Procedure performed: lap chole. Event description: bag separated and bead split open. One side and the metal ring stayed in the device. The bottom part of the bead fell into the patient. The bead was removed, and the device is available for return. Additional information provided by [name] on 24oct2024 via email: yes, the bead was removed from the patient. Patient status is stable. Lap chole was the procedure being performed. A grasper was being used to put the gallbladder into the bag. The guide bead was not pulled on with an instrument. Intervention: the bead was removed. Patient status: no patient injury.

Manufacturer narrative:
The event unit is anticipated to return to applied medical. A follow-up report will be provided upon completion of investigation.